Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself when attempting to shock a patient. Medical personnel stated that the patient was connected to the device using a quik-combo therapy cable and defibrillation electrodes (brand unknown). They then charged the device, in order to shock; however, when the shock button was pressed the device powered off. The customer advised that medical personnel then powered the device off, then back on, and switched to using hard paddles in order to shock the patient. The customer further advised that the unit then worked ok for the remainder of the event. The nurse that was working on the patient stated that the patient did not survive; however it was unrelated to the event. They were able to successfully defibrillate using paddles.

Manufacturer narrative:
Section g5 of the initial medwatch report indicates: combination product ¿ blank. Section g5 of the initial medwatch report should indicate: combination product ¿ no.

Event description:
The customer, a biomedical engineer, contacted physio- control to report that their device powered off by itself when attempting to shock a patient. Medical personnel stated that the patient was connected to the device using a quik- combo therapy cable and defibrillation electrodes (brand unknown). They then charged the device, in order to shock; however, when the shock button was pressed the device powered off. The customer advised that medical personnel then powered the device off, then back on, and switched to using hard paddles in order to shock the patient. The customer further advised that the unit then worked ok for the remainder of the event. The nurse that was working on the patient stated that the patient did not survive; however it was unrelated to the event. They were able to successfully defibrillate using paddles.

Manufacturer narrative:
Physio-control contacted the facility biomedical engineer and was advised that they were unable to identify the serial number of the device used in the reported event. As a result, the device location is unknown. The biomedical engineer also advised physio-control that through the course of an internal investigation regarding the event, they had determined that the likely cause of the reported issue was use error. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself when attempting to shock a patient. Medical personnel stated that the patient was connected to the device using a quik-combo therapy cable and defibrillation electrodes (brand unknown). They then charged the device, in order to shock; however, when the shock button was pressed the device powered off. The customer advised that medical personnel then powered the device off, then back on, and switched to using hard paddles in order to shock the patient. The customer further advised that the unit then worked ok for the remainder of the event. The nurse that was working on the patient stated that the patient did not survive; however it was unrelated to the event. They were able to successfully defibrillate using paddles.